Event description:
Rule-out stroke patient was brought from emergency department to radiology. Patient was placed on the table and advancement into the scanner began then abruptly stopped. Table would not move. Machine was restarted multiple times with no success. Patient could not be otherwise moved into the scanner and scan could not be conducted. Patient had to be transferred to another hospital thus delaying diagnosis and potential treatment. It was later determined that the belt that drives the table was shredded. Manufacturer response for computerized tomography scanner, ge (general electric) (per site reporter). Ge has been responsive. It is my understanding that a representative has inspected the equipment and there has been a teleconference between our staff in radiology and biomedical engineering and staff of ge, with a plan for regular inspections and other monitoring of the situation.